Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were unspecified battery charging issues and that the wake button and touchscreen were unresponsive. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.